Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "error 44" and "error 45" during attempts to charge defib. Complainant indicated that there was no pt involvement in the reported malfunction.